Event description:
Information was received reporting a pump revision. It was reported that the pump revision and subsequent catheter revision were the result of patient discomfort related to the posterior positioning of the pump. The pump was relocated to the anterior right lower quadrant.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned. Although the exact cause was not established, the patient's discomfort was reported to be related to preference-anatomy. Internal complaint number: (B)(4).